Event description:
On september 01, 1998, user facility reported to MFR of a catheter fracture upon removal from a pt in the surgeon's office. The broken piece was subsequently removed surgically at the surgeon's office. Event was reported to have happened on 05/22/98, but was reported to the MFR on 09/01/98. No other info was supplied by the user facility.